Manufacturer narrative:
Per the tandem user guide: "do not start to use your pump before you have been appropriately trained on its use by a certified trainer or through the training materials available online if you are updating your pump. Consult with your healthcare provider for your individual training needs for the pump. Failure to complete the necessary training on your pump could result in serious injury or death.¿ per the tandem user guide: "do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had inputted personal settings in the pump and activated the control iq software without receiving training or discussing control iq features with a healthcare provider; as a result the customer experienced a low blood glucose (bg) of 40 mg/dl. Customer consumed glucose tablets to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.